Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter coating was damaged. The target lesion was located in the moderately tortuous right hepatic artery. A 135/20 renegade¿ hi-flo¿ was selected to treat the target lesion. During introduction, continuous flush was performed. However, the device was unable to advance inside the 4f non-bsc angiographic guide catheter. The physician felt resistance and the hydrophilic coating of the catheter was damaged (peeled). No patient complications were reported and the patient¿s status was good.